Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which the chamber was malformed. The alleged malfunction was observed before use. There was no patient involved; therefore there are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample of the three reported samples was returned to the plant for evaluation. Visual inspection revealed a malformed chamber on the right side, confirming the reported condition. An underwater pressure test was performed revealing no leaks or blockages. The assignable root cause was a defective component. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.